Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor informed that a torn flap was noted upon lifting a patient's left eye during laser assisted lasik. Upon follow up, once the patient is healed then the patient will have photo refractive keratectomy (prk) procedure done to treat.

Manufacturer narrative:
During a onsite visit, the fse (field service engineer) performed several cut's and found depth of cut to be within company specifications. No problem was found. Fse successfully completed system verification to specification. No technical root cause was identified as the product was found to be within specifications. (B)(4).